Manufacturer narrative:
An event of device embolization post implant was reported. The device was snared back into position. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on information from field, it was believed that strong pectinate muscles pushed the device out. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer was implanted in a patient. Post implant, with in one hour the device embolized to the aortic root and was snared back into position . The physician believed that strong pectinate muscles pushed the device out. The patient is stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was implanted in a patient. Post implant, with in one hour the device embolized to the aortic root and was snared back into position. The physician believed that strong pectinate muscles pushed the device out. The patient is stable.